Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement had caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that resistance was observed as the xience stent delivery system (sds) was being advanced on the guide wire, while still outside the pt. The sds was removed so that the guide wire could be wiped down as it was sticky from use. When the xience was being removed, the stent dislodged. A new xience was used successfully. There were no pt effects. No additional event or pt info is available.

Event description:
The customer stated an architect i2000sr analyzer generated error code 1007, unable to process test, when reaction vessels of lot 62616p100 were in use. The issue was resolved with the implementation of a new lot. There was no adverse impact to patient management reported.

Event description:
The j-loop end of the guide wire would not advance or retract in the right internal jugular (ij) vein and had to be removed with the j-loop sticking out of the end of the tip of the edwards presep catheter. It was felt that the distal end of the edwards presep catheter was very rigid and it was difficult to move the guidewire past the tip even after it had been removed from the patient's ij vein.

Event description:
This was a spontaneous report from a (B)(6) female consumer reporting on herself. The consumer reported using two precise pain relieving heat patch (no active ingredient) once on (B)(6)-2010 for lower back pain (l1). The following day, the application site area was red and a burn was noticed by her husband, daughter, and care giver. As treatment, bacitracin cream was applied to stop the burning. As of (B)(6)-2010, the outcome of the events were not resolved. This case is serious (medically significant). This case version was created for the purposes of quality improvement. Upon review the following correction was made: previously reported initial received date was updated to 23-july-2010. Additional information was received from the consumer on 27-july-2010. On an unk date, the consumer was hospitalized for burn caused from the product. On (B)(6)-2010, she was discharged. The consumer also reported at the application site "the skin came off." At the time of reporting, the outcome of the event was not resolved. This case is serious (hospitalization and medically significant).

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Architect i2000 analyzer, list # 3m74-01, (B)(4). Upon further review, the customer issue is now associated with remedial action reporting number 1415939-2/27/09-003-r, as the lot of the suspect reaction vessel was in use at the customer facility. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Architect i2000sr analyzer, list # 3m74-01, (B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The previous investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The previous investigation also identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. The latest investigation identified additional variables within the suppliers molding manufacturing process. Abbott has implemented more stringent static charge sampling and testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Manufacturer narrative:
(6)(4). Evaluation: the investigation unit has evaluated this customer complaint and has determined that it is not associated with remedial action reporting number (6)(4) and is therefore unassigned. This is the final report.